Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated the following information was received by the initial reporter with the following verbatim it was reported by the customer that urse setting up IV line and the tubing came apart at the junction of the safety clamp and tubing causing saline to spill all over floor and nurse.